Event description:
I had a spinal cord stimulator put in, taken out, put back in, take out again. It was an ans unit with the rep that was present during each procedure. I was an outpatient for each of these procedures and I was awake and they used 1% lidocaine on my back when they cut in and also placed the leads. I felt every placement and every cut. After the procedures, each time, I became very ill: throwing up, losing my bladder and could not eat at all. I was told, at the time, this was just the flu and my son gave it to me. But every time I turned on the scr I became ill. I have never been like this before, losing my bladder, throwing up, could not stand dizzy. On (B)(6), I had my "st" grande mal seizures. Went down my parents' staircase and ripped the site where the stimulator stitches were. I to this day can't sleep on my back, be touched on my site. On my lower back the pain is unbearable. I now have rsd and fibro along with a seizure disorder, migraines, bladder infections all the time. Now my life is spent at the doctor's office so much trying to repair the damage from the scs. I have been labeled a drug user which I am not. I have even been told I have mental issues because of the scs because I have huge trust issue now because how this surgery was done. I question the heck out of doctors on every little thing they do and why they do it. My life was ruined by this cure, all pain relief device. I wanted to fix my pain so I don't have to take pills, shots or anything to ruin my body but instead this thing had me in a wheelchair for a while and on a walker too. I feel this thing should be taken off the market asap. Site: t11 - t12. Dates of use: (B)(6) 2004. Doctor's phone number: (B)(6).